Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had suffered a fall that caused the lead issues.

Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (b)(64) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead underwent a polarity switch due to out of range low impedances. The ra lead remains in use. No patient complications have been reported as a result of this event.